Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a povidone iodine leak from the junction between the transfer set and the minicap which was found during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Clear passage testing and a clamp function test with the returned transfer set did not identify any problems. Visual inspection found damage to the dark blue connector and leak testing identified that there was a leak between the dark blue connector and the lab cap. The cause was undetermined. If additional relevant information is obtained, then a follow-up MDR will be submitted.